Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter exclusion of a dual-channel aortic root pseudoaneurysm with paravalvular regurgitation using two vascular plugs: a case report", was reviewed. The article presented a case study of a 75-year-old male patient with a history of hypertension, dyslipidemia, dyspnea, and endocarditis. On an unknown date a 10x5mm amplatzer vascular plug iii and 10x3mm amplatzer vascular plug iii were chosen for aortic root pseudoaneurysm paravalvular leak (pvl) closure. The devices were implanted. The patient's post-procedural course was uneventful and was discharged in stable condition. Thirty-day follow-up showed an improvement in functional status. Transthoracic echocardiography (tee) demonstrated stable valve function and the absence of any residual pvl. Two months later the patient was readmitted with severe pneumonia and subsequently passed away from septic shock. [The primary and corresponding author was vlasis ninios, cardiology department, interbalkan medical center, thessaloniki, greece, with corresponding e-mail: vninios@gmail.com].